Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to multiple failures on inspiration block. 1) leaking inspiration valve nt causing alarm 401. 2) defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Initiated main electronics and inspiration block under warranty replacement.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. It was found that the o2 regulator was not working to specifications. A replacement of inspiration block to be sent to the customer under warranty. It was also found that the inspiration valve was leaking - which was causing error 401. This comes part of the inspiration block assembly so both issues will be resolved by the same part. Cloned job under (B)(4) was created so that main electronics failure could be logged separately. Advised customer that mainboard needs replacement under warranty. Customer was asked to confirm number of times a factory reset was done in order to clear up why cfb files seen in logs. The o2 cell and batteries require replacement but not covered under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a problem with bellavista 1000 technical failure 401 - inspiration valve or device leaky during setup prior to patient use. There was no patient associated with the event.